Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back / hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and / or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status is not received.

Event description:
Consumer got 2nd degree burn [burns second degree]. Case narrative: this is a spontaneous report from a non-contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date at an unspecified dose for an unspecified indication. The patient's medical history and concomitant medications were not reported. The consumer got burn from thermacare heatwrap, second degree burn on an unspecified date. It was thermal wrap. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group on (B)(6) 2020: this investigation was conducted for an unknown lot number lower back / hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status is not received. Follow-up (28mar2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] consumer got 2nd degree burn [burns second degree]. Case narrative: this is a spontaneous report from a non-contactable consumer. A patient of unspecified age ethnicity and gender started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date at an unspecified dose for an unspecified indication. The patient's medical history and concomitant medications were not reported. The consumer got burn from thermacare heatwrap, second degree burn on an unspecified date. It was thermal wrap. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. No follow-up attempts are possible. An investigation of the device could not be conducted. Company clinical evaluation comment: based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.